Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After the stent was placed, a 6.0mmx100mmx150cm sterling balloon catheter was advanced for post-dilation. However, the balloon ruptured before the pressure was increased up to nominal pressure. The procedure was completed with a different device. No patient complications reported.